Manufacturer narrative:
(B)(4). Batch #t94h3z. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The hand piece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected hand piece functionality. Attempts have been made to obtain the following information, to date a response has not been received. Should further details be provided, a supplemental medwatch will be sent. Did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during an unknown procedure, the hand piece was not working. There were no patient consequences reported. No additional information is available at this time.